Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to infection at the site. Patient will return for additional appointments.

Manufacturer narrative:
Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformance's. While non-conformance's were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the associated subject lot numbers 1240772. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record op# 150 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified complaint history review was performed for the reported lot number 1240772 for similar events and 1 other relevant complaint was identified, (cmp-0833641). Review completed utilizing keywords: medical infection. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
There is no update to the original complaint description provided.